Event description:
Complainant indicated that the device inappropriately returned a "shock advised" determination. Complainant did not indicate that there any pt involvement in the reported malfunction.